Event description:
It was reported that the stent prematurely deployed. An eluvia drug-eluting vascular stent system was selected for use in a procedure. Prior to insertion into the patient, the thumbwheel lock was removed from the catheter handle prior to insertion into patient. During the procedure, there was difficulty advancing the catheter to the treatment location. The physician suspects that the device was bumped after the thumbwheel lock was removed, which resulted in a retraction of the middle sheath away from its seated position against the catheter tip. The physician believes that this may have contributed to the difficulty advancing the device. No patient complications were reported.

Manufacturer narrative:
B3 date of event: event date was not reported and was approximated to (B)(6) 2021. E1 initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/post code, initial reporter phone, initial reporter email: updated.

Manufacturer narrative:
Event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the stent prematurely deployed. An eluvia drug-eluting vascular stent system was selected for use in a procedure. Prior to insertion into the patient, the thumbwheel lock was removed from the catheter handle prior to insertion into patient. During the procedure, there was difficulty advancing the catheter to the treatment location. The physician suspects that the device was bumped after the thumbwheel lock was removed, which resulted in a retraction of the middle sheath away from its seated position against the catheter tip. The physician believes that this may have contributed to the difficulty advancing the device. No patient complications were reported.